Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: the device was not returned for investigation and no images were provided. The evaluation is based on the event description, physician comment, and sales rep's comment. Based on the above it has not been possible to determine the root cause of this event. Internal actions have previously been initiated to address this failure mode. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2015: a (B)(6) male patient underwent debarkey iiib type of dissecting aortic aneurysm repair. The left common iliac artery had cto and f-f bypass was performed previously. The subclavian artery had been saved by chimney technique. The delivery system were inserted from the right. During the procedure, blood leakage from the hemostatic valve of esbe-34-77-t-pf-d was observed. Blood kept leaking during the delivery system of gzsd-36-164-2 was inserted into the hemostatic valve. The user quickly finished stent graft placement to minimize blood leakage ((B)(4)). Peeling of the coating of the sheath was also found after removing it from the patient ((B)(4)). The procedure was completed without endoleaks. Patient outcome: the patient did not experience any adverse effects due to this occurrence.